Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open-establishing final arm angle/efaa, open clip and medical intervention. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4+. It was noted flail, thick leaflets, and redundant tissue. The clip delivery system (cds) was advanced to the mitral valve, and the clip was placed. However, the clip slightly opened while locked when establishing final arm angle/efaa. The clip was opened and re-grasped the leaflets to perform efaa again. However, the clip still slightly opened. Since mr was reduced; and decision was made to continue with clip deployment. The clip was deployed, but then the clip opened to 20 degrees. The clip was stable and mr was still reduced to trace. The physician stated that the redundant tissue possibly contributed to the clip opening. A second clip was deployed to help stabilize the opened clip. Two clips were deployed, reducing mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided and without a device to analyze, a cause for the reported unintended movement associated with the clip opening while establishing final arm angle and clip opening while locked after deployment could not be determined. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.